Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction. Olympus medical safety officers, which have the medical license, reviewed the literature on 2021/5/27. The result was that patient with pneumonia might be serious injury, and the 10 times biopsy using the olympus guide sheath kit might be associated with pneumonia.

Event description:
On may 13, omsc received the literature "endobronchial ultrasound-guided transbronchial biopsy with or without a guide sheath for diagnosis of lung cancer". The purpose of the literature was to assess the efficiency of endobronchial ultrasound-guided transbronchial biopsy with a guide sheath (ebus-gs). The procedure was performed using olympus devices; a radial ultrasound probe and a guide sheath kit, bronchovideoscopes. They retrospectively evaluated the results of 110 patients who underwent transbronchial biopsy (tbb) for diagnosis of peripheral lung cancer. Bronchoscopy with and without ebus-gs was performed in 60 (group a) and 50 patients (group b), respectively; their medical records were examined, and results from the two groups were compared by using the unpaired student t-test. In the literature, it was reported 2 patients with pneumothorax and 1 patient with pneumonia in group a. The patients with pneumothorax did not require chest tube drainage. The patient with pneumonia underwent antibiotic therapy for two weeks; in this case, ebus-gs was used to obtain the biopsy specimen as often as 10 times, which revealed the presence of squamous cell carcinoma. Because the patient had progressive symptoms of cough, sputum, and fever up to 38.1c at 7 days after bronchoscopy, he was hospitalized. CT revealed an enlarged consolidation, and a cavitary lesion with neveau formation in the left upper lobe. Based on the available information, a direct relationship between the olympus product and these complications might not be determined. However, according to the review of olympus medical safety officers, which have the medical license, patient with pneumonia might be serious injury, and the 10 times biopsy using the olympus guide sheath kit might be associated with pneumonia. This is the report regarding 1 pneumonia required the hospitalization.